Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete functional testing) was confirmed. As received the monitor failed functional testing. Upon evaluation, the smd relay component k3, was intermittently functional on the defibrillator board. The cause of the failure is the intermittent k3 component. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete functional testing.